Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplemental report will be submitted upon completion of this investigation.

Event description:
Siemens became aware of an incident while operating the artis icono floor system. It was reported that a patient received burn on skin following the transarterial chemoembolization procedure. Siemens has requested additional information regarding this event.

Manufacturer narrative:
Siemens has completed an investigation of the event. Assessment does not indicate a system failure or malfunction, and no non-conformity was identified. Following an interventional transarterial chemoembolization (tace) procedure, it was reported that the patient experienced skin burns. A comprehensive analysis was conducted based on the complaint and system logs. It was determined that the patient was exposed to approximately 13 gy of radiation during the procedure. Specifically, 62 digital subtraction angiography (dsa) acquisitions contributed around 8 gy, accompanied by 45 minutes of fluoroscopy time. The procedure was performed using default system protocols. Skin burns were observed on the patient after the procedure. The radiation dose administered was consistent with the system settings, imaging conditions, and all relevant regulatory requirements. No malfunctions or system failures were identified during the procedure. The entire dose was delivered under proper control and supervision of the operator, who has the ability to monitor the cumulative dose in real time via the system interface. A siemens service engineer was dispatched onsite to perform a thorough system check. The investigation found no defects related to dose measurement or system calibration. The engineer also conducted the image quality application protocol (iqap) test, which was successfully passed. The investigation concluded that there was no system malfunction contributing to the skin burns. The patient¿s skin injuries are most likely attributable to the high accumulated radiation dose delivered to the targeted area during the procedure. In response to this case, siemens proactively scheduled several application training sessions for the customer. Following the training sessions, no further incidents of this nature have been reported. The training focused on: utilization of care (low dose) protocols. Implementation of dose-saving techniques, such as collimation. Optimization of clinical workflows to minimize radiation exposure. The occurrence rate of the reported error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.